Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the cause of the ins being at 1.20v were high impedances. To resolve the issue, they increased stimulation and resolved impedances for lead #1. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient¿s hands jerk every once in a while. The caller also stated when checking the devices, the left side was 1.00v and the right side was at 1.20v. The patient said they thought both devices were at 1.00v and they didn¿t recall increasing the right side and weren¿t aware how it increased. The patient and the caller weren¿t sure if their neurologist made the adjustment during the appointment 2 weeks ago. The caller stated the hcp checked the devices during the appointment and said everything was okay. The caller was wondering if the patient would be okay until the next appointment on (B)(6) 2019. After syncing with the programmer stimulation was shown to be on and they could connect to both ins¿. There were no further complications reported.